Manufacturer narrative:
Conclusion: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion code : hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. Device is not available for return.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery using a penumbra system 5max ace reperfusion catheter. After successful aspiration using the 5max ace reperfusion catheter, the patient developed an intracranial hemorrhage. The relationship between the event and the penumbra system is possible with the severity being severe. The patient's condition was reported as paralyzed on the left hand side with additional treatment due to brain swelling.